Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found severe damage to the outer & inner shafts which were stretched and kinked. The lumen collapsed under stretching and broke 115mm from port entry site. A 0.014¿ guidewire could not be inserted due to the broken and stretched lumen. This type of damage is consistent with excessive tensile force being applied to the delivery system during attempts to load the device on the guidewire. A visual examination of the crimped stent found the stent damaged with struts distorted, stretched and lifted proximally from the stent profile. The stent moved proximally on the balloon within 5mm of the bi-component weld. The balloon cone profiles were reviewed and damage was noted on the distal cone. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 26-may-2016. It was reported that difficulty tracking over wire occurred. The target lesion was located in a coronary artery. A 3.00x16 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but the device would not thread over the wire. The procedure was completed with a different synergy stent and used the same wire. No patient complications were reported. However, returned device analysis revealed stent damage and stent movement on balloon.